Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump declared a power source alert when the pump was plugged into a wall outlet, which caused the battery to be unable to charge despite using multiple usb cables, wall adapters and power sources. The customer's blood glucose (bg) ranged from 160-211 mg/dl. Multiple contact attempts were made by tandem technical support to determine the type of insulin therapy that the customer reverted to; however, the customer did not respond.